Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure of chronic total occlusion of a highly calcified target lesion below the right knee via an ipsilateral approach, the device was allegedly unable to advance around the ankle. It was further reported that the tip of the catheter was allegedly found to come off from the shaft of the catheter. Reportedly, detached component was not fully separated from the catheter. There was no reported patient injury.

Manufacturer narrative:
.H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cto recanalization catheter was received and evaluated. Upon visual evaluation, marker band was noted to be pinched with delamination. No functional testing due to the condition of the device. Therefore, the investigation is determined to be confirmed for the reported material separation issue as distal tip appeared to be separated from the outer catheter with a tear, but still attached to the inner core wire and the investigation is also confirmed for the identified deformation due to compressive stress and peeled issue as marker band was noted to be pinched with delamination. However, the investigation is inconclusive for the reported failure to advance as the reported event can not be reproduced. A definitive root cause for the reported failure to advance, material separation and the identified deformation due to compressive stress, and peeled issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure of chronic total occlusion of a highly calcified target lesion below the right knee via an ipsilateral approach, the device was allegedly unable to advance around the ankle. It was further reported that the tip of the catheter was allegedly found to come off from the shaft of the catheter. Reportedly, detached component was not fully separated from the catheter. There was no reported patient injury.